Event description:
On the initial report received by aso on 02/21/2024, the consumer stated that the product didn't fall off as it said, and she went to the doctor. The consumer stated that it was stinky and infected. The customer states she used a special ointment prescribed by the doctor. On the completed cir received from the consumer on 03/05/2024, the consumer states that after 8 days, the product is still on her wound. The doctor removed the bandage, but the wound was infected.

Manufacturer narrative:
As of 03/18/2024 returned product and retained samples were submitted to the lab with no defects noted. In addition, aso reviewed records of satisfactory biocompatibility tests for this type of product with no issues noted. Refer to section b.6 of this report for further details.

Event description:
On the initial report received by aso on 02/21/2024, the consumer stated that the product didn't fall off as it said, and she went to the doctor. The consumer stated that it was stinky and infected. The customer states she used a special ointment prescribed by the doctor. On the completed cir received from the consumer on 03/05/2024, the consumer states that after 8 days, the product is still on her wound. The doctor removed the bandage, but the wound was infected.

Manufacturer narrative:
As of 03/18/2024 returned product and retained samples were submitted to the lab with no defects noted. In addition, aso reviewed records of satisfactory biocompatibility tests for this type of product with no issues noted. Refer to section b.6 of this report for further details. As of 04/15/2024 manufacturer has completed their investigation with no issues found. Please refere to b6 for details.